Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl at the time of incident and current blood glucose 339 mg/dl. Customer also stated that the insulin pump died and batteries did not work. Customer was using auto mode feature on the insulin pump. The insulin pump will not be returned for analysis.